Manufacturer narrative:
Additional information was received that per the physician, the patient did not fully recovery from the left coronary artery occlusion. Subsequently the patient passed away four days after valve implant. Patient and eval method codes were updated in section h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-23-us, serial #: (B)(4), ubd: 24-jan-2021, UDI#: (B)(4). Product analysis: the valves remain implanted therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, prior to the implant a wire and un deployed stent were used due to concerns with left coronary artery (lca) occlusion. The valve was successfully implanted and the lca appeared to be filling when it was checked with echocardiogram (echo) and contrast. Shortly after the wire and stent were removed c hanges were noted on the electrocardiogram (EKG) and there was a drop in blood pressure. A wire was inserted into the lca and the blood pressure stabilized. It was reported that the lca was partially occluded noting there was some flow but it was limited. It was attempted to get a coronary stent into the lca but it was unable to get through the valve frame even after using a coronary balloon to try opening it wider. The valve was successfully snared above the sinotubular junction (stj). A wire and undeployed stent were used and a second valve was successfully implanted. The lca stent was then deployed with good coronary flow. A reduced left ventricular (lv) function was reported, however it was noted that the patient was doing well. Per the physician it was believed that when the valves were deployed the surgical valve leaflet sequestered the left coronary sinus and prevented adequate coronary flow to the lca. Per the physician, tall surgical leaflets, a low left coronary sinus, a small stj and a low lca height contributed the coronary occlusion. No additional adverse patient effects were reported.